Event description:
Last year I filed a medwatch report (mw5087105) regarding 1-day acuvue moist contact lenses. Over the next several weeks after filing that report, I realized that I was having problems with contacts made in the USA; the same contacts made in (B)(4) cause no problem. On (B)(6) 2020, I used contacts made in the USA and had the same issue with red, irritated eyes. There is clearly some difference (in ingredient, component, or process) between the same brand and type of contacts made in the USA and those made in (B)(4), and the MFR needs to be aware of the side effects of this difference. I would also like to know what the difference is, so that if it is a component or ingredient. I will know what I am sensitive / allergic to. FDA safety report ID# (B)(4).

Event description:
I went to the primary care dr because I was experiencing severe eye irritation (general redness and with a red circle around my iris, and "watering" or weeping eye) in my right eye. The primary care dr referred me to my eye dr for an urgent consultation. I was given a diagnosis of a viral eye infection in my right eye. After two weeks of wearing glasses so my eye could heal, I started trying to transition back to contacts, but the condition worsened every time I wore contacts. I began to wonder if the contacts themselves were the issue. (My prescription is different for each eye, so the contacts for my right are not the same as for my left. My left eye remained unaffected). For ten days I tried wearing other contacts that I had (in my purse or gym bag), and that were from a different lot. I found that I can wear contacts from lots with no issue, but if I try to wear contacts from this particular lot, my eye becomes red and inflamed again. I suspect something is amiss with this particular lot of contact lenses. Test date: (B)(6) 2019. I saw both, a primary care drs and my eye dr on this date. My eye dr, dr (B)(6) of (B)(6) eye clinic and optical, diagnosed a viral eye infection. FDA safety report ID# (B)(4).